Event description:
It was reported that during testing, the device sent in for preventive maintenance. Inconsistent speed found during investigation. There was no patient involvement or impact. Due diligence information complete. At investigation it was noted the speed of the device was below specification.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6) g2 foreign: australia. Review of the most recent repair record determined the motor speed was under specifications and the unit was out of calibration. The motor, handpiece switch, bearing pack, o-ring, seal, reciprocation arm and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.